Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted.

Manufacturer narrative:
Analysis confirmed the complaint and the pulse generator was in backup vvi mode when received. After downloading the product code normal function resumed. The battery had reached normal end of life.